Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of shortness of breath and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, approximately the week of (B)(6) 2012, the patient experienced shortness of breath and cloudy pd effluent. On (b)(64) 2012, the patient was hospitalized for shortness of breath. The patient received unspecified antibiotics for the event. On an unreported date, during the hospitalization the patient was diagnosed with peritonitis. The cause of peritonitis and shortness of breath was unknown. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 12a17h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.